Event description:
The account alleged the side rail is hanging from the bed and will not latch. No pt impact.

Manufacturer narrative:
The technician found it was due to abuse, the bed was being raised up by a nurse when it caught on an overhead equipment boom snapping the side rail bracket. No further information is available on the repair of the bed at this time.